Event description:
It was reported that after the physician inserted the guidewire (subject device) into the middle cerebral artery (mca), the patient experienced a "vessel spasm." The guidewire "got stuck by the vessel due to the spasm." The physician observed the patient for approximately ten minutes, and the patent was stable. The physician then continued and pre dilated the vessel with a balloon catheter, and deployed a stent at the target lesion. After the successful deployment of the stent, the patient had another "vessel spasm" that would not stop. The wire could not be removed from the patient. The physician cut the exposed guidewire at the femoral artery and pasted it at the femoral position. It was reported that the patient suffered an ischemic stroke and experienced hemiplegia.

Manufacturer narrative:
No reported device malfunction.